Manufacturer narrative:
This product was recalled in february 2008.

Event description:
On (B)(6) 2011, received communication from consumer stating spouse wore patch for 7 hrs. Two days ago on upper left inner thigh resulting in red, sore and blistered skin. Self treated with neosporin, no medical consult sought.